Manufacturer narrative:
The system was evaluated on site by a service engineer. The failure was not duplicated during testing. As a preventive measure, the power cable was replaced. All measurements performed successfully. The investigation is ongoing.

Event description:
The user facility in france reported that the system shutdown during procedure. It was restarted with no further failure.

Manufacturer narrative:
Failure could not be duplicated on site and was not found during investigation as failure mode could not be duplicated. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.